Event description:
It was reported that the patient lost pain coverage in the shoulder. A myelogram was performed and the physician was waiting on the result. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.